Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was fully fired and had an engaged interlock. The anvil key was broken and disengaged. Engineering confirmed that several controls are in place to ensure the proper assembly of the anvil key. No additional abnormality was found and condition was not confirmed to be manufacturing or component related. Functional evaluation demonstrated proper closure however, without the anvil key difficulty may be experience closing the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a open bowel resection, after the first transection - during the secondary transection of bowel, the jaws would not close again after reloaded. There was no patient injury.